Event description:
A malfunction alarm was reported on the customer¿s pump, but the specific fault code could not be confirmed. It was not reported whether there was an impact on the customer¿s blood glucose level, and further information was declined. The customer reverted to multiple daily injections (mdi) to ensure continued insulin delivery while a replacement pump was shipped.